Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes while playing tennis: 0.8 mmol/l, 1.0 mmol/l, 0.6 mmol/l, and 0.4 mmol/l (mobile system 1) and 4.0 mmol/l (mobile system 2). No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.